Manufacturer narrative:
The alleged complaint condition could not be duplicated, but the related error code was found in the log data. As a precautionary measure the fluid level sensor and the fluid level board were replaced in the console. Those parts will be further evaluated by the manufacturer. A review of the console service record found a complaint from 2012 related to a vent valve. It is unknown if that complaint is yet related to this alleged device malfunction.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist called to report an issue was encountered with the mps2 console during a procedure. She reported that the alleged issue was observed while the patient was on pump but the cross clamp was not yet on. The perfusionist stated the console vent valve appeared to open which caused a delay while the console was attempting to deliver. It was reported that to remedy the condition the perfusionist cycled the pump and the alleged issue resolved. The console was used to complete the procedure with no patient complications reported. A manufacturer field service engineer will evaluate the console at the hospital facility.

Manufacturer narrative:
The fluid level sensor was evaluated outside of the console. It was found that the sensor had slightly raised edges, which could contribute to poor interference between the fluid level sensor and the device heat exchanger. The newer fluid level sensors are manufactured now without the slight raised edge to help prevent excessive vent valve operation.